Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-18. It was reported that the drug in the pump was baclofen [1000 mcg/ml] at a dose of 339.6 mcg/day. It was stated that they were going to program the pump so it would trigger the low reservoir alarm. It was indicated that options reviewed by technical services would be reviewed with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2017. It was reported the pump ran out of medicine. It showed the pump sounded however it wasn't alarming when they refilled it. The pump was refilled on (B)(6) 2017 and the alarm date was (B)(6) 2017. The consumer questioned if something was wrong with the pump because it didn't sound. When the pump was refilled last night, they sounded the alarm so they could hear it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that they are planning on having the home care nurse adjust the low reservoir alarm so it will trigger during the time she is there with the patient and will try to have them present during the refill as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received a consumer on 2017-aug-17. It was reported that the pump was supposed to alarm on (B)(6) 2017. The low reservoir alarm was in the logs on (B)(6) 2017 but the patient said the pump never alarmed and they did not hear it, per the consumer. On (B)(6) 2017. The logs showed an empty reservoir alarm. The patient went into tone. It was indicated that the patient, parents, caregiver, and the family did not hear the pump alarm. It was noted that there was an alarm test performed in the office and they heard the alarm. Information was requested regarding the meaning of a code on the print report and regarding tests that could be done to confirm why the pump did not alarm. Alarm information and the low reservoir alarm code on the print report were reviewed. The consumer was redirected to the healthcare professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-aug-23. It was reported that the patient missed their refill date due to the patient¿s mother being in an accident. It was noted that the home care nurse had gone to refill the patient¿s pump on (B)(6) 2017 around eight p.m. It was stated that the nurse demonstrated the pump alarms during the refill and the patient and patient¿s father clearly could hear it. The pump logs showed that the low reservoir alarm occurred on (B)(6) 2017 and on (B)(6) 2017 the empty reservoir alarm occurred. It was stated that the patient, the patient¿s father, caregiver, and the nurse never heard the pump alarm and that the nurse who refilled the pump was with the patient for longer than the 10 minute timeframe and confirmed that they never heard the alarm as well. It was noted that the managing hcp was leaning towards the patient just possibly missing the alarm but they were certain they never heard it alarm. Additional information was received from a healthcare professional (hcp) on 2017-aug-24. It was reviewed that considerations to replicate the low reservoir alarm by adjusting the low reservoir alarm to occur earlier and from there they could truly test to see if the pump was audibly alarming as expected. It was indicated that the patient did not have any mris (magnetic resonance imaging) prior to the low reservoir and empty reservoir alarm. It was indicated that the hcp would follow-up with the managing hcp on this one and see if they could get a manufacturer's representative to also come out when programming this. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-aug-18. It was reported that as symptoms experienced related to the pump running out of medicine, the patient was experiencing muscle spasms, jerking, and restlessness. It was indicated that the cause of the pump running out of medicine was determined to be due to a missed refill. The cause of the alarm not sounding was not determined and it was stated that the pump ¿never alarmed.¿ it was noted that the pump was refilled but the alarm not sounding had not been determined. No further complications were reported or anticipated.